Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the probe did not cut with aspiration working during surgery. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
No sample has been returned for evaluation for the report of probe not cutting during surgery; therefore, the condition of the product could not be verified. A photo of the custom pak label is attached to the parent file and has been reviewed by the manufacturing site. The product and lot information matches what was reported. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are eleven additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report of does not cut. The returned sample was visually inspected and found to be non-conforming with foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut and was found conforming for all three functional tests. The returned sample was found to be functionally conforming, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications and found to be functionally conforming. Probes are 100% visually inspected and functionally tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).